Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after receiving a low glucose alert on the ilet and overtreated with candy, which led to subsequent automated correction and recurrent low glucose during sleep; the lowest reported glucose was 66 mg/dl, glucose was not out of range for more than 90 minutes, and the event was resolved without assistance or medical intervention. Symptoms included none reported. Outcomes included no injury, no medical treatment, and no hospitalization. Investigation included device support troubleshooting and user education. Investigation of this case revealed use error related to overtreatment following a low alert, with the device functioning as designed and providing alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user management of hypoglycemia rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.